Manufacturer narrative:
The customer declined to have their glidescope avl monitor returned for evaluation due to the avl monitor reaching its end of life date. Since the device was not returned to verathon, the cause of the "no image" issue could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the image would disappear regardless of which glidescope avl baton was attached. The procedure was completed using a glidescope core monitor, which was made available in about thirty (30) minutes. No harm to the patient or user was reported.